Event description:
It was reported that per the md "the patient's aorta unfolded with severe arthrosclerosis." While in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. Md inserted a sheath via the right femoral artery. Md could not advance the iab over the guidewire because the membrane was unwrapping and the catheter was kinked. As a result, the md requested another iab and this iab was inserted without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.